Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Adverse event related to patient condition - the physician's opinion was that the event may have occurred due to pre-existing thrombus, though no thrombus was observed prior to the procedure. Csi ID: (B)(4).

Event description:
Difficulty was encountered during wiring of the vessel for treatment of a chronic total occlusion in the superficial femoral artery. Desired wire position was eventually obtained, and the wire was exchanged for a viperwire. Two treatments with a peripheral orbital atherectomy device (oad) were administered. One treatment was then performed on high speed. The patient then complained of pain. Angioplasty was performed, and imaging revealed thrombus in the tibial arteries. The patient was transferred to surgery for thrombectomy and a femoral/tibial bypass. The surgery was successful. Upon review of the case, the opinion of the physician was that there may have been pre-existing thrombus in the treatment area, though no thrombus was observed prior to treatment.